Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "broken metal piece on the back of the poly. Not able to retrieve the metal piece."